Event description:
Event description guidant received information that upon interrogation of this pacemaker, which was implanted for over seven years, the battery measurement was reported as beginning of life (bol). Two months prior the accelerometer feature was programmed to off, at which time the gas gauge measurement read eleven o'clock indicating that the battery was slightly more than 50% depleted. In addition, ventricular tachycardia (vt) episodes were stored in the device memory since the previous follow-up visit. The device was within the population affected by the hermetic seal advisory issued on this model device on july 18, 2005. The device was explanted, replaced, and returned for analysis.